Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the left and right common femoral artery after an unspecified procedure. Reportedly, the sheath didn't split properly. A second starclose se device was used. The sheath didn't split properly for this device as well. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Event description:
It was reported that during an unknown procedure, the active blade of the device snapped in half. The blade tip was retrieved via the trocar and replaced with another device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.